Manufacturer narrative:
Investigation is underway.

Event description:
As reported from edwards lifesciences field clinical specialist, approximatley 2 years and 3 months post implantation of a 23 mm sapien 3 ultra valve in the aortic position. A valve in valve with a non edwards valve was performed due to valve stenosis. Patient symptoms were not provided.